Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the malfunction. The customer was advised to continue using the pump and to call back if any future malfunction codes recur, and they acknowledged and understood this guidance.